Event description:
The customer reported that during the pt's six week f/u visit they discovered the right haptic vein thrombosed, a venous infarction to the liver.

Manufacturer narrative:
Because the injury was discovered post surgically, the device had been disposed of. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained a f/u report will be submitted. The IFU states: "potential exists in microwave ablation (mwa) for differences in ablation characteristics near vasculature and ducts (known as heat sink effect) compared to other thermoablative methods. Due to these factors, use caution when creating ablation zones near large vasculature, including, but not limited to, the haptic artery and portal vein. Similar caution should be exercised near ductal structures. Consider other treatment options for lesions located in these areas."